Event description:
It was reported that the camera head had connection error stating reconnect camera when already plugged in. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.